Event description:
It was reported that the patient presented in clinic. Device interrogation showed that the patient's right ventricular (rv) lead exhibited increased pacing impedance and increased capture threshold. The rv lead was capped and replaced on (B)(6) 2025. Patient was stable.